Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9900 sys displayed a power down in 5 seconds message. There was no report of pt injury.